Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
They reported that they were experiencing high blood glucose. Customer blood glucose was 28 mmol/l. Customer was treated with the insulin pump for high blood glucose. It was unknown whether the customer was using auto mode feature or not. Customer also stated that the cannula was bent. The insulin pump will not be returned for analysis.